Event description:
A pt who was admitted as an outpatient for a coronary angiography with a left ventriculogram. The pt developed pulseless electrical activity after the ventriculogram with apparent injection for air. The pt was resuscitated without neurological compromise. MFR # 2520313-2004-00007.